Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant product : 5076-45 lead, implanted 2003-(B)(6). (B)(4).

Event description:
It was reported that the device had an electrical reset (por) due to a write to locked random access memory (ram). An alert was issued but the patient was unaware of the device beeping. The por was cleared when the device was reprogrammed and it was noted that the device was nearing recommended replacement time (rrt). It was also reported that the right ventricular lead was oversensing and the electrogram (ECG) showed brief periods of asystole. The lead was evaluated for replacement however the impedance and capture threshold trends were stable. The device was explanted and replaced, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the maximum ventricular pacing impedance rose from 437 ohms the week ending (B)(6) 2014 to greater than 4000 ohms the week ending (B)(6) 2014. Eight (8) non-sustained tachycardia events with a v-v cycle length of less than 220 milliseconds were recorded between (B)(6) 2014. A high impedance alert was triggered on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.